Event description:
The valve was leaking, pt lost quite a lot of blood, device not available, pt is fine.

Manufacturer narrative:
Multiple attempts have been unsuccessful in obtaining additional info. (B)(4). Event eval: still under investigation.